Event description:
It was reported that in one specific network transfer situation (transfer of region of interest counts directly to the entegra workstation via expert with a software version prior to release 5.5) a normalization factor necessary for accurate count information is not transferred along with the data. This can result in incorrect count data. This can result in incorrect count data displayed on the entegra workstation.